Event description:
Difficult anatomy was encountered during the advancement of the endovascular graft in the right common iliac artery. After the deployment of the ipsilateral iliac leg graft, post angiogram viewed that the leg graft had fallen short of the desired landing zone. Although there were no visible endoleaks viewed, the physician elected to deploy an iliac leg extension distal to the leg graft in the right common iliac artery, and secure a better seal in the native vessel. Final anagiogram noted good placement of all graft components.